Event description:
At the end of the firing of a cs25 stapler in a ladg procedure, it was observed that the stapling was incomplete. It was also noted that due to the absence of a cut ring in the cs25 anvil the tissue was not transected. Another device was used to complete the procedure.

Manufacturer narrative:
The returned cs25 stapler did not have the cut ring installed in the anvil. As a result, the device was not able to transect tissue. It is believed that the cut rings may have been erroneously omitted during the manufacturing process. The process has since been altered to require that the cut ring in each device be photographed and checked as a condition for product release. Evaluation summary: the cs25 anvil staple pockets showed normal staple formation even though the cut ring was missing on the anvil. New cut ring was installed and dlu was attached to idrive. Dlu calibrated, opened fully, closed for firing range and fired acceptable staples into four layers of red foam. Both red foam and cut rong had normal cut.